Manufacturer narrative:
The pipeline was returned for evaluation without the pushwire as it was discarded. The evaluation could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(6).

Event description:
Treatment of a small amorphous aneurysm measuring 7.8mm x 7mm. The patient had a hemorrhagic stroke one week prior to the pipeline procedure and was weak in the left arm. The patient was given dual-antiplatelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (5mm x 18mm) did not open proximally and had to be removed with a snare. The second pipeline (5mm x 20mm) also did not open and was removed by trapping the pipeline between the capture coil and catheter. The third device (5mm x 20mm) was implanted and did not open at first, but eventually opened with the help of a septoria balloon that was advanced through the p-comm (posterior communicating artery) in order to angioplasty (an option presented in the instructions for use, u.s.) The pipeline open. The patient was very slow to wake up and she also experienced mild aphasia post procedure that resolved over a few days. The physician believed these events may have been due to the previous stroke combined with a long time under anesthesia. The patient was on aspirin and plavix and was doing fine. Same event as MDR# 2029214-2014-00292 and 2029214-2014-00293.